Event description:
Patient was coding. AED placed on patient. AED charged and buttons pressed to deliver shock. Instead of shocking the patient, the machine said shock not advised. AED was removed from the room and sent to clinical engineering. Machine was inspected and the unit fired each time it was tested. The unit passed all the test. There was no harm to the patient. The patient was placed on manual defibrillator.